Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1982 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion of the groshong catheter connector was not working and doctor could not connect the catheter with the available connector inside the kit. Dr dropped the procedure and sent back the patient . Patient status/intervention: connector issue, catheter can't able to connect with the connector inside the kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to assemble the connector is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was found to contain the distal tip and terminate between the 57 cm and 58 cm depth markers. Neither piece of the two-piece groshong nxt connector was returned with the catheter segment. Because the two-piece groshong nxt connector was not returned for evaluation, it was not possible to confirm the reported event or determine the root cause(s) of the alleged failure. Possible contributing factors of difficulty assembling a two-piece groshong nxt connector include premature activation of the internal compression sleeve, damaged connector, and mechanical interference. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during insertion of the groshong catheter connector was not working and doctor could not connect the catheter with the available connector inside the kit. Dr dropped the procedure and sent back the patient . Patient status/intervention: connector issue, catheter can't able to connect with the connector inside the kit.